Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp), helium was emptying quickly, there was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1(event site name), g7. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that under the helium cylinder the two o-rings were not seated properly. As a precaution, the o-rings were replaced. The unit passed all functional tests.

Event description:
It was reported that cardiosave intra aortic balloon pump, the helium was emptying quickly, there was no harm and injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.